Manufacturer narrative:
Investigation summary: bd japan received nineteen (19) samples and attached six (6) photos for investigation. The samples and photos were reviewed and the indicated failure mode for damaged cap was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was broken lids/caps. This event affected 19 devices. The following information was provided by the initial reporter. The customer stated: "during the inspection at the customer's side, the cap was found to be damaged in 19 products. These affected products were found not from a single package but from several packages."